Manufacturer narrative:
Manufacturer narrative: the reported lot number was valid. CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Pharmacovigilance comment: the serious event of infection at the implant site was considered expected and possibly related to the treatment. Serious criteria included the need for multiple medical interventions to prevent permanent damage including multiple antibiotics, steroids and antihistamines. The non-serious, expected events of nodule, mass, swelling, pain and discolouration at the implant site, device ineffective, cutaneous contour deformity, and the unexpected event of implant site exfoliation were considered possibly related to the treatment. The non-serious event of skin injury was considered unexpected and unrelated to the treatment since it was reportedly caused by aggressive massage. Potential contributory factors include injection technique and inflammatory reaction associated with previous vollure ha filler implants since the events occurred in areas that were not sculptra injection sites. The time period of hyaluronidase treatments to remove the ha filler overlapped with the period of sculptra injections, and the patient did not disclose this information with the sculptra injector. The case meets the criteria for expedited reporting to the regulatory authorities.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 28-jun-2019 by nurse, which refers to a 54-year-old female patient. The patient had no known medical history or allergies. The patient had undergone laser hair removal. The patient had previously received treatment with botox and vollure in chin, nasolabial area in (B)(6) 2018. On (B)(6) 2019, the patient received treatment with 1 vial of sculptra aesthetic (lot a8137) with 25g 1 inch needle, bolus and fanning technique to cheeks, jawline (under ears), nasolabial folds, between the nose and marionette lines. Four (4) mls was injected to the left side of the face and 6 ml on the right. The patient complained of no effect (device ineffective) since the treatment on (B)(6) 2019. On (B)(6) 2019, the patient received treatment with 1 vial of sculptra aesthetic (lot a8137) with 25g 1 inch needle to cheeks and right temple using bolus technique and to nasolabial folds using retrograde injection technique. Six (6) mls were injected to cheeks (3 ml per side), 0.3 mls were injected in the nasolabial folds (0.15 ml per side) and 1 ml to right temple. About two weeks after the treatment session in may, the patient developed large lumps (implant site mass) on left cheek, right nlf, and right and left corners of the mouth. The patient also has a huge swelling (implant site swelling) on the left side of the mouth and on the right cheek. The patient saw primary hcp and was treated with antibiotics and diphenhydramine [diphenhydramine]. The patient also reported she received benadryl [diphenhydramine hydrochloride]. The event did not resolve. Additionally, the patient reported that her face was all distorted (cutaneous contour deformity), lumps (discrepancy: reported as lungs) were swollen. The patient had lumps and nodules in the face, major swelling in and face like a cartoon. The patient could not work or leave the house. The patient went back to the injector and instead of fixing the issue she added more injections to the swelling. The patient also had nodules (implant site nodule) to chin and left cheek and the face feels so hot like burning (implant site pain). The patient had also experienced peeling skin (implant site exfoliation). On (B)(6) 2019, the patient received treatment with 7 ml sculptra aesthetic (lot a8137) with 25 g 1 inch needle, bolus and retrograde injection technique in nlf, cheeks and temple area. On (B)(6) 2019, hcp injected some water to dissolve it. After (B)(6) 2019, the patient had more lumps and bumps and swelling started to occur on left side, condition got worse. On (B)(6) 2019, more lumps and bumps formed and swelling started to occur on left side. The condition worsened. On (B)(6) 2019, the patient went to dermatologist, who looked at the swelling and told patient that she might have developed infection(implant site infection) and gave 2 different antibiotics. On (B)(6) 2019, the patient received treatment with 6 ml sculptra aesthetic (lot a8139) with 25 g 1 inch needle to left temple using bolus technique and to lateral cheeks/zygomatic arch using retrograde injection technique. The left temple was injected with 0.5 ml, left cheek with 2.5 ml and right cheek with 3 ml. On (B)(6) 2019, it was reported 2 nodules on chin and 1 on the left anterior lateral cheek were reported, and also bilateral swelling in mid ­cheeks. On (B)(6) 2019, the ­patient complained the face was more swollen. On (B)(6) 2019, the patient sent pictures. The face swelling was not in the areas that were injected with sculptra aesthetic. On (B)(6) 2019, the ­patient received corrective treatment with medrol dose pack [methylprednisolone], doxycycline [doxycycline] 100 mg and was told to stop clindamycin [clindamycin] and keflex [cefalexin] that was prescribed by another physician. The patient was also told not to massage the areas, but did anyway and with aggressive massage. So much that, patient had a piece of skin missing(skin injury) and hyperpigmentation(implant site discolouration) as well that was seen on the chin. The patient was advised to drink water, 1.5 to 2 liters per day, take turmeric every day for swelling and inflammation and circular massage to left cheek bump. The reporting pa stated that the symptoms that the patient reported were not located at the areas of the sculptra treatment. The patient had vollure in (B)(6) 2018 that she subsequently received in the nasolabial folds, chin and cheeks (anterior, near nlfs) and got dissolved in (B)(6) 2019, (B)(6) 2019 and (B)(6) 2019 at another office. The patient was aggressive, non-compliant person and admitted she had massaged aggressively the areas that (were not treated by the reporter) she got the vollure bumps to the point of hyperpigmentation and chaffing of the skin. The reporter was planning on getting a lawyer because of the patient. Outcome at the time of the report: infection was not recovered/not resolved. Nodules was not recovered/not resolved. Lumps was not recovered/not resolved. Swelling was not recovered/not resolved. Face is all distorted was not recovered/not resolved. Face feels so hot like burning was not recovered/not resolved. No effect was not recovered/not resolved. Peeling skin was not recovered/not resolved. Piece of skin missing was unknown. Hyperpigmentation was not recovered/not resolved.